Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported ins was titled and make it difficult to charge the ins. It was unknown when the event was occurred, patient stated months ago. No further complication and no symptoms were reported.